Event description:
It was reported that the atrial lead exhibited noise and oversensing. Pacing lead impedance ranged from 400 to 500 ohms. P waves had decreased from 1.5 mv at implant nine days previous, to 0.7 mv. It was noted that the patient was very ill.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.